Manufacturer narrative:
(B)(4). Batch # n91g2t. The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 2 conforming clips and 1 clip gap; however, the clips were fed intermittently. Finally, the device locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was clipping the fat and vessels around the meso-appendix and the clip applier jammed. It wouldn't pull back through the 5mm trocar so he attempted to clean it out laparoscopically. It continued to feed multiple clips. Indicator only shows two clips left. The device was successfully removed from the patient and another device was opened and used. There were no adverse consequences for the patient.